Manufacturer narrative:
(B)(4). Date sent 1/2/2025. D4 batch # 232d95. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 (b) device was received with no apparent damage and with a reload present. The reload was had the proximal 1 driver up with the swing tab unlocked position and the knife not completely within the doghouse. It is possible that the knife exposed noted on the reload is consistent with the firing knob was not returned completely prior to opening the device causing that the knife not returned completely to its home position. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The swing tab in unlocked position is consistent with an improper loading technique. Please refer to instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 232d95, and no non-conformances were identified. Additional information was requested, and the following was obtained: did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). Please provide more details of device malfunction? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? Could you please clarify if there were any patient consequences? Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Did the nurse required medical treatment? If yes, please provide more details. Unfortunately we do not have the requested information. We have requested this numerous times but haven¿t received feedback.

Event description:
It was reported that during a joint gyn and colorectal case the device was not clicking and one of the staples pierced the scrub nurses thumb but luckily, it was before it was used.